Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the coating in the image guide (ig) snake tube was found to be peeling. The root cause of the peeling coating could not be determined, however, it is probable that the issue is the result of stress or external factors and handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Image guide bundle had significant breakages. Due to a pinhole on bending section cover, water tightness was lost. Due to a pinhole on connecting tube, water tightness was lost. Connecting tube was wrinkled. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to a dent on channel tube, forceps could not be inserted smoothly. Eyepiece was damaged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the bronchofiberscope exhibited leakage at the tip due to a cut. The device was returned and an evaluation revealed, the coating of the image guide tube coat was peeling off (one (1) millimeter square (mm2) or more). This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.